Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a lack of symptom control and a revision was performed. The lead/extension connection had descended into the neck region. A new extension was tunneled to get the lead and extension into the correct area. The manufacturer's device registration system also showed that a new lead was placed, although it was unclear with which deep brain stimulation system the new lead was used. It was possible from the information received that another lead revision was scheduled. Additional information has been requested, a follow-up report will be sent when additional information becomes available. See MFR report #3004209178-2011-05091 regarding the other deep brain stimulation system.